Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiple system organ failure. The patient had right ventricular failure prior to left ventricular assist device (lvad) implant and left the operating room with extracorporeal membrane oxygenation (ECMO) right ventricular support. The patient's outcome was not considered device related. The device operated as expected until the end and did not show any malfunctions including alarms and parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The patient outcome was not considered device related, and the device operated as expected. The pump will not be explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death and multiple types of organ failure and dysfunction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Although the lvad and rvad ECMO were initiated successfully the patient's circulation did not recover as expected.